Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Device analysis: "1.0 ml syringe with 0.3 ml of gel remaining in it received with the needle still attached to syringe. Bubbles observed in the remaining gel". A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. These are known potential device malfunctions addressed in the product labeling.

Event description:
Healthcare professional reported issues with 1 syringe of juvéderm® ultra xc ¿where the pressure seemed a little high and the needle popped off, so I was unable to use the product¿. No injury to the patient, staff or injector.